Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter (ultra 2). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first began on (B)(6) 2017 at 5:00pm. The patient stated that she obtained an alleged inaccurate high glucose result of ¿80mg/dl¿ on the subject meter, which she compared to ¿60mg/dl¿ on the other meter performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she does not take medication to manage her diabetes and made no change to her usual diabetes management routine in response to the alleged product issue. She stated that ¿a few¿ minutes later she developed the symptom of ¿shaking and sweating¿. The patient was unable to confirm if she received any treatment as she ended the call. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the correct testing steps were used. The test strip vial was neither cracked nor broken and the test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.